Manufacturer narrative:
This follow-up MDR is being submitted to document information received from an abiomed representative that confirmed that there were two reported events. The first event was an alarm for placement signal low, and the second event was atrial fibrillation which resolved without intervention and may have been unrelated to impella use. No new clinical or device-related information was provided. The previously reported event information remains unchanged. The manufacturer will continue to monitor for additional information and will submit a subsequent follow-up MDR if new information becomes available.

Manufacturer narrative:
H 6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation. The root cause could not be determined since insufficient clinical details were provided, data logs were inconclusive, and the product was not returned for investigation.

Manufacturer narrative:
This follow-up MDR is being submitted to document information received from an abiomed representative indicating that they did not personally round on the patient during the reported atrial fibrillation episodes on (B)(6) 2025. As a result, the representative was unable to provide additional details regarding the circumstances of the event or the timing of reporting. No new clinical or device-related information was provided. The previously reported event information remains unchanged. The manufacturer will continue to monitor for additional information and will submit a subsequent follow-up MDR if new information becomes available.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male patient for whom the aic intermittently alarmed with a ¿placement signal low¿ message. The managing physician assessed the patient and confirmed the impella position to be adequate. Plasma-free hemoglobin was reported as 70, increased from 40; the physician was aware and not concerned at the time. The plan was to continue close monitoring. No additional information was provided.